Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 2x40g, reference 3003940002, batch a742dl1109 were manufactured on 05th april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. 1 complaint on the issue has been recorded forrefobacin bone cement r 2x40g, reference 3003940002, batch a742dl1109 within one year. The device manufacturing quality record indicates that the released product met all requirements to perform as intended.according to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that inner sterile packaging leaked.there was no patient involvement.

Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that inner sterile packaging leaked.